Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks in an isolated episode for supraventricular tachycardia (svt), with the second shock terminating the arrhythmia. The s-ICD system remain in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks in an isolated episode for supraventricular tachycardia (svt), with the second shock terminating the arrhythmia. The s-ICD system remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field d6a: implant date.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks in an isolated episode for supraventricular tachycardia (svt), with the second shock terminating the arrhythmia. The s-ICD system remain in service. No adverse patient effects were reported.